Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the pulse generator exhibited firmware issue and the device went into the backup vvi operation. The firmware was re-downloaded and the device went back to the normal status. The patient could continue to be monitored.